Event description:
It was reported that there were threshold issues, sensing issues, and an apparent lead fracture. The lead was removed from service. No patient injuries or complications were reported as a result of this event.